Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Correction: device available for eval, device return to manuf , device eval by manufacturer, reason code for no evaluation, if other specify, remedial action required, remedial action #, manufacturer narrative additional information: returned to manufacturer on, imdrf annex a, g, b, c and d grids omit: a140504 - inaccurate delivery (2339), g0405203 - clamp, b17 - device not returned, c20 - no findings available, d15 - cause not established customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had syr/pca gripper and sizer recalls. There was no patient involvement.